Event description:
It was reported that during a robotic assisted anterior perineal resection procedure, when inserting a 5mm instrument there was leaking from the device. The same trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? No. What was the gas consumption rate or volume (liter/minute)? No. Were you able to identify where the leak was coming from? Yes, universal seal. Was a device inserted in the trocar during the leaking? Grasper and rf device. Was any torque being applied to the trocar or device? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.